Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 and 2 cubies were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4 and 2 had failed. A field service engineer (fse) resolved read/write errors in pockets a3 and e5 of drawer 4 by reseating row board cables on all trays and correcting a partially connected connector on row a. The cable to the controller board at the back of the drawer was also reseated, and both corrupt pockets were removed. Diagnostics and drawer tests confirmed no further issues. The system functioned as intended after the field service engineer repaired the device.